Event description:
It was reported that twenty days ago, the physician noted that this artificial urinary sphincter (aus) stopped working because the pump became fully empty. A tomography was performed and revealed that the balloon is empty. A surgical procedure was performed to remove and replace the aus. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working because the pump became fully empty, approximately twenty days ago. A tomography was performed and revealed that the balloon is empty. A replacement surgery has been requested. No patient complications were reported.